Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had low motor power. It was further determined that the upper trigger was jammed, the housing was deformed with the gear jammed inside and the thread to the receiver cover screw was also deformed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device had low motor power. It was further determined that the upper trigger was jammed, the housing was deformed with the gear jammed inside and the thread to the receiver cover screw was also deformed. It was noted in the service order that the reverse function would not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.